Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent inadequate apposition, chest pain, and stent thrombosis occurred. The target lesion was located in the calcified mid left anterior descending (lad) artery. After pre-dilatation, a 2.50 x 24 synergy ii drug-eluting stent was implanted to treat the lesion and post-dilation was then performed. However, it was noted that there seemed to be to be a little stent under expansion proximally due to some unforeseen calcium. It was also noted that the activated clotting time (act) was 180, and 5000u of heparin was then given. Ten minutes post procedure, the patient started to experience chest pain and was taken back to the laboratory for angiogram. It was seen on the left coronary injection that there was clot present in the newly implanted stent. Dilatation was performed in the stent to get rid of clot and intravascular ultrasound (ivus) was performed to appreciate the calcium and slight under expansion, and the procedure was completed. There were no further patient complications reported and the patient was doing well.